Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an intermittent touchscreen issue. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The customer¿s service technician verified the touchscreen was inoperative and replaced the touchscreen. The customer reported the problem had been resolved and the unit returned to service.